Manufacturer narrative:
" Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time."

Event description:
It was reported that a connector c35-o experienced component separation during use. The following was reported by the initial reporter: "it was reported via salesforce that patient's line disconnected; - no patient harm. Event description per attached email states: bd 089 "patient arrived to the accc at 0345 in the morning after her IV fluids became disconnected at home. Patient did not feel her line get disconnected. Her pac stayed in place with blood return. But her optima injector and connector came apart with the blue clamp intact. Patient was reconnected and sent home" on (B)(6) 2021: follow up sent to rep. Per response: "yes. The injector and connector came apart as written in the description" communication attached"